Event description:
The customer reported via phone call they were experiencing low blood glucose level 37 mg/dl while sleeping and high blood glucose level 400 mg/dl while waking up. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.